Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, CAPA (no. CAPA-200735), is currently performing the root cause investigation regarding the falling off of the distal cover. At this time, the likely causes of the distal cover falling off the scope are as follows: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
A user facility reported to olympus that the single use distal cover dislodged in the patient mouth upon withdrawal of the scope during endoscopic retrograde cholangiopancreatography. The cap caught on the bite block but was then successfully picked out of the patient's mouth with gloved fingers, and no harm came to the patient. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.